Manufacturer narrative:
E: (B)(6). Institution phone:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery needed to be replaced as it did not charge despite being plugged into the mains for more than 24 hours. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The defective battery (lot: m60024-l1, sn: (B)(6)) was not more than five years old based on the date of manufacturing, and a review of the diagnostic report (drpt) revealed that a 1124 "battery failed" alarm error occurred. Once the defective battery was replaced, the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, an additional issue was observed and is being addressed in a subsequent case.